Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, muscle weakness on the right lower limb was noted and a brain magnetic resonance imaging (MRI) the following day showed multiple cerebral infarctions. Rehabilitation was started and the patient was reported to be in remission. Per the physician, the infarctions were attributed to the device and implant procedure. No additional adverse patient effects were reported.